Event description:
First event occurred 12/3/93. Pt is a 66-yr-old, 68.9 kg male on chronic dialysis treatment of 3 1/2 hrs, dialyzer on reuse #3, 3k+bath, 15 ga fistula needles. Predialysis vs: bp 164/80 hr 84 t 97.4. Bfr 450 with leftarm graft. Starting dialysis arterial pressure 175, venous pressure 300. At 3 hrs into run, pt experienced severe abdominal pain and cramps. Given 350 cc ns bolus without relief. Art pressure=190, vr pressure=210. Pt taken off early and admitted to hosp. Ending bp 220/110. Discharged 12/6/93; symptoms abated. Lab work indicates hemolytic reaction. Pt run as outpt on 12/6/93; for 3 1/2 hrs on same type dialyzer, first use 3 k+, 15 g needles. Predialysis vital signs 140/80-72-97.4. Uneventful run. Second event also occurred on 12/3/93. This pt was a 52-yr-old 93.5 kg male on chronic dialysis of 4 hrs, dialyzer reuse #3, 1 k+ bath, 15 ga fistula needles, bfr 450 to right synthetic graft. Predialysis vital signs 130/80-80-98.4. At start of dialysis art pressure 220, venous pressure 260. At 3:20 into run pt complained of headache, treated with 2 tablets tylenol, 650 mg total. Pt came off treatment of severe headache and nausea. Bp at time tylenol was administered 150/82. Pt was treated in ER with demerol 75 mg and vistaril 50 mg im and another demerol 50 mg later. CT and lp done. Discharged from ER at 1625. Headache pain relieved. On 12/6/93, next outpt run uneventful, reuse #4 same dialyzer. Third event occurred 9/25/93 on a 25-yr-old 76.2 kg male on chronic dialysis treatment of 4hrs. Dialyzer, reuse #16, 3k+ bath, 15 ga fistula needles. Predialysis bp 166/100-88-99.4. Wt 76.2 kg. Access is a left fistula. Bfr at 350. Art pressure 40 and venous pressure 50 at start of dialysis. Fifty mins into the run pt complained of chest pain. O2 applied. Thirty-five mins later chest pain unrelieved bp 200/104, art pressure 30, venous pressure 30. Pt nauseated with abdominal pain. Pt taken off dialysis early; transported and admitted to hosp. Hosp dialysis treatment on 9/27/93, pt complained of sore stomach and chest pain. Predialysis pressure 162/90 60 99.4, art pressure 180, ven pressure 180. Uneventful run. Discharged 9/28/93. Resumed regular outpt dialysis 9/30/93. Predialysis bp 170/60 100-986, art pressure 190 ven 190 at start of dialysis dialyzer reuse #17, uneventful run.